Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: deflation. Date of explantation: (B)(6) 2022. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female patient underwent a primary breast augmentation surgery with implantation of a 375cc mentor siltex round moderate profile saline breast implant prosthesis. Post-operatively, the patient was diagnosed with a deflated right breast implant prosthesis after an in-office visit. As a result, the patient will undergo removal and replacement with an unknown saline breast implant on (B)(6) 2022.

Manufacturer narrative:
On may 04, 2022, the mentor analysis lab received the suspect medical device for evaluation. An evaluation was completed on may 22, 2022. Mentor conducted a visual inspection and leak testing of the returned device. Visual analysis of the returned sample revealed that no damage or anomalies were observed on the breast implant. Leak testing was performed, according to the mentor procedure, and it revealed a tear on the anterior view within the siltex cracking, measuring approximately 0.3 cm. The evaluation determined that the cause of the deflation is consistent with normal wear. Siltex cracking is defined as a material separation occurring in the siltex layer and can eventually progress through the shell of siltex devices. Siltex cracking is ultimately a result of high stresses. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On april 27, 2022, mentor received additional information that provided an updated date of explantation of (B)(6) 2022. Manufacturer¿s reference number: (B)(4).